Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing. No changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implantable cardiac monitor implant (icm) procedure. Post-procedure, it was noted the icm exhibited an undersensing issue, and eventually the icm eroded through the patient's skin. The icm was explanted to resolve the issue. The patient was in stable condition throughout the procedure.